Manufacturer narrative:
A partial lead with the lead tip measuring 51.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.1-13.3cm from the distal tip. Internal insulation abrasion was noted at 9.4-9.6cm and 30.3-31.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that an asymptomatic patient presented in the hospital for left ventricular lead implant. Externalized conductors were observed via fluoroscopic image. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.